Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the pacemaker exhibited far field r wave over-sensing and noise over-sensing which resulted in inappropriate mode switch. No intervention was performed. The patient was in stable condition.